Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no unusual delay observed. The field service engineer (fse) attempted to replicate the issue; however, it did not repeat again. The fse adjusted the mic connected to the client's network to 100/half duplex. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the bioid was malfunctioning, resulting in delays and requiring the user to enter a password each time after attempting to use the bioid. The customer reported that patient care got delayed due to they were unable to dispense required medication to the patient on time. There were no adverse events or injuries reported based on this incident.